Event description:
The following information was reported: failure to deploy. A femostop was applied to achieve hemostasis. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the advancer tube was never exposed. Procedure type: intervention femoral vessel size: 6 mm stick location: femoral head sheath size: 6f

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The advancer tube was engaged to the distal tamp lock. The distal end of the shuttle cartridge was torn; this could have happened when the user tried to unsheath the introducer sheath. The introducer sheath was separated from the device; which indicates that the device may have been manipulated subsequent to the procedure. The sealant grip tip was found adhering to the inside wall of the torn cartridge. If the device was exposed to an elevated temperature, the sealant grip tip may adhere to the shuttle cartridge. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during the deployment. Severe damage was observed in the distal end of the introducer sheath. Based on the provided information and the investigation performed, the probable cause for the failure to deploy could not be conclusively determined. The review of the lhr (f1511805) indicated that the device lot met all established performance criteria prior to shipment (B)(4).